Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd and 4th distal stent wraps with struts raised. Misalignment was evident to the 14th distal stent. There was no fracture evident to the stent. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. Slight damage evident to the distal tip which is consistent with use. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion exhibiting 90% stenosis in the left circumflex (cx) artery - proximal obtuse marginal (om) artery. The device was inspected with no issues noted. Negative prep was not performed. Two non medtronic wires crossed into the lcx and an attempt to cross using a non medtronic stent failed even after using a non medtronic buddy balloon. It was reported that an attempt to cross the lesion using the resolute onyx 2.75x26 mm also failed. The resolute onyx device did not pass through a previously deployed stent. Resistance was encountered while advancing and the device was not kinked and re-straightened. The device was pulled back to remove. It was noted that the onyx stent was fractured at the mid shaft. The procedure was completed using a non medtronic stent deployed at 12 atms following pre dilation using a non medtronic balloon at 16 atms. The patient is alive with no injury.